Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 997 mg/dl. The customer was not in diabetic ketoacidosis. The customer vomited, had stomach aches, and felt warm and clammy. The customer was ill. At the hospital the customer was treated with insulin drip and manual injection. At the time of the phone call the customer's blood glucose was 297 mg/dl. The customer was still in the hospital at the time of the phone call. Troubleshooting was performed. The drive support cap was recessed. Found air bubble in the tubing an inch from the tubing connector. In the alarm history there were low reservoir and low battery alerts. The cannula of the infusion set was not bent or occluded. High pressure test was not performed because the tubing clamp was unavailable. The caller was advised to keep the customer disconnected from the insulin pump until high pressure test is performed. Nothing further was reported.